Event description:
It was reported that pump battery depleted rapidly and behaved unpredictably. There was adverse impact to customer¿s blood glucose level. Customer declined transfer to technical support, and no troubleshooting, data upload, or corrective actions were completed, so no additional information was received regarding the outcome of the event.